Manufacturer narrative:
A ge svc rep performed an on site investigation. The 9800 sys filament was calibrated and the collimator was adjusted. The sys was tested and operates as intended.

Event description:
The customer reported the tube and high voltage cable were recently replaced but not calibrated and the 9800 sys will not take images. No pt injury was reported.